Event description:
I had a ruptured mentor breast implant removal and replaced with new mentor smooth round moderate plus profile gel. My health has declined since with fatigue, shortness of breath, pain, brain, anxiety, insomnia, constant ringing in ears. Last month I found out the left implant was ruptured when getting imaging test for kidney stones at the hospital. The left implant has been very uncomfortable for a while now so I was starting to suspect another rupture and had already been researching to have them both explanted via en bloc procedure. I've been sick for way too long and now confirmed another implant rupture. It never ends with this never ending implant nightmare. FDA safety report ID # (B)(4).